Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Terumo medical received a user facility medwatch report # 1300060000-2020-8010. The event description states: "retroperitoneum bleed post ir angiogram with the likely source of the hemorrhage in the groin region is from the angiographic assess site. Ems reports the patient got home and took a hot shower, however she then began to experience right-sided groin/lower abdominal pain in the area where the catheter was placed for the procedure, that began to radiate up her abdomen. Ems states the patient was responding initially; however, they state the patient became unresponsive at approximately 1530 today with associated right sided weakness. Because of her complaint of groin pain with the suspicion of a clinical hematoma and emergent CT was then performed which demonstrated a large retroperitoneal hematoma with evidence of active bleeding. Acute hemorrhage greater than 24 hours after hemostasis's was achieved using an angio-seal. The likely source of the hemorrhage in the groin region is from the angiographic access site." Additional information was received on 09jun2020. The patient was having complications on (B)(6) 2019. The patient was stable. Additional information was received on 17jun2020. The time that elapsed from the end of the interventional radiology procedure to when the patient was discharged home was 23 hours & 44 minutes, as a result of normal course of care. The patient was able to ambulate with minimal assistance. There was no bruising, swelling or discoloration noted in the groin access site prior to the patient being discharged. Hematoma present upon exam, no r groin or retroperitoneal pain. The other co-morbidities the patient had prior to the ir procedure was hypertension, atrial fibrillation, hyperaldosteronism, gerd, mitral regurgitation, multiple intracranial aneurysms, dm type 2. The access site was the right common femoral artery. There were no difficulties noted for accessing the common femoral artery (cfa), ultrasound (us) guided. The patient was kept in recovery after the angio-seal achieved hemostasis for 1 hour and 53 minutes. There were not multiple punctures to the cfa prior to accessing the vessel due to use of us to locate access. The access to the cfa was below the inguinal ligament. The retroperitoneal bleed was treated by a blood transfusion and continuous monitoring. No active bleeding was noted on angiogram and follow up ultrasound, no pseudoaneurysm noted. A pre-deployment angiogram was performed prior to angio-seal deployment as this is a standard practice. Patient had a permanent stroke. There were no difficulties in deploying the angio-seal.